Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl 200 instrument. Only the discordant k and cl results were reported to the physician(s). The sample was auto-repeated on the same instrument, resulting higher for all assays. The sample was then repeated on the same instrument and on an alternate dimension instrument, which matched the auto-repeat result. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to run a quality controls precision study, and all results were within range. The cause of the discordant, falsely low na, k and cl results is unknown, as the sample resulted as expected upon repeat testing on the same instrument.the instrument is performing according to specifications.no further evaluation of the device is required.